Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. H3, h4, h6: manufacturing location: (B)(4) . Manufacturing date: 05-may-2021. Expiration date: 01-apr-2031. Part number: 04.037.145s, 11mm/130 deg ti cann tfna 235mm/right-sterile. Lot number: 140p642 (sterile). Lot quantity: (B)(4) . Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿tfna stressed due to bull falling on leg¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna fem nail ø11 le 130° l235 timo15 was broken across the spiral blade insertion hole, both fragments were returned for evaluation. The edges of the fracture section do not indicate any signs of material issue, only smoothed out areas, most likely due to constant friction between the pieces before removal process. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. With the provided information is not possible confirm the adverse events mentioned on the allegation. A dimensional inspection for the tfna fem nail ø11 le 130° l235 timo15 was unable to be performed due to post manufacturing damage. The overall complaint was unconfirmed as the observed condition of the tfna fem nail ø11 le 130° l235 timo15 would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in costa rica as follows: it was reported that on (B)(6) 2023, a bull fell on the top of the leg of a cattle farmer during his work, causing a fracture in the left proximal femur and stressing the tfna nail implanted in a previous procedure one year ago. This report involves one (1) 11mm/130 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for (B)(4) .